Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the cause of the issue was not known, the device just stopped working. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial #: unknown, product type: extension. Product ID: neu_unknown_ext, serial #: unknown, product type: extension. Product ID: neu_unknown_lead, lot #: unknown, product type: lead. Product ID: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient confirmed the device and whole system had already been removed. It was explanted because it wasn¿t working. There were no further complications reported.